Manufacturer narrative:
The disposables used during this incident were discarded and the site was unable to provide the lot numbers. Bayer service performed a service check on the injector and it was found to be performing to specification. Bayer clinical support visited the site the following day and reviewed the incident and injection history with the site manager. Additional training was offered to the site but was declined at this time.

Event description:
The site reported the following: a (B)(6) year old female emergency department patient with a past medical history of diabetes and vascular insufficiency underwent a CT scan of the abdomen while connected to a stellant d injector system. Post injection, the site reported that an undisclosed amount of both contrast and saline had extravasated in the patient's right antecubital area. The images were of good quality and the scan was successfully completed. The patient was admitted to the hospital overnight for observation. Her arm was elevated and neurovascular checks were done throughout the night. She suffered no complications and was discharged to home in the morning.